Event description:
The customer reported via phone call that they had differences between sensor glucose and blood glucose readings. Customer stated that they are pregnant and their blood glucose was over 80 mg/dl at the time of the incident. Customer had to remove the sensor early because it did not work properly. Customer's sensor glucose was 180 mg/dl and their blood glucose was 38 mg/dl on one sensor. Customer treated with 30 grams of carbohydrates. Customer's blood glucose was 128 mg/dl after treating. Customer had inappropriate threshold suspend throughout the night. Customer declined troubleshooting and will be sent replacement sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-52583.